Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. IFU statements: the gore® excluder® aaa endoprosthesis instructions for use (IFU) was reviewed and the following IFU statements were identified in relation to the reported event. Warnings and precautions. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2018, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprosthesis devices. On an unknown date, it was confirmed that the device had migrated distally and fallen into the aneurysm sac. In addition, aneurysm enlargement due to a proximal type I endoleak was observed. On (B)(6) 2025, a reintervention was performed, during which four additional stent grafts were placed on the proximal side to treat the type I endoleak. The physician noted that the patient had a severely angulated proximal neck. Although the device was deployed in the second neck, it landed on thrombus, and the proximal sealing may not have been sufficiently tight.